Event description:
During retraction of the catheter and viscodilation, the actuator mechanism stopped working, preventing mechanical retraction of the catheter into the handpiece. During manual retraction of the device from schlemm's canal, the otomy slightly extended.